Event description:
Caller indicated the advance intuition meter was giving low readings. Nurse used meter on the resident and got reading of 30 called ambulance and when they arrived and did test with their meter about 10 minutes later got a reading of 198. No treatment was given as they determined that the reading of 198 seemed more accurate. Resident was not having any symptoms at the time. Lpn is unsure if resident has control solution and if it was used on the meter as she was not present at the time of the incident. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.